Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical information was provided. H.6 code 4641 was reported incorrectly on initial manufacture device report number 1220648-2024-11797. Code 925 was added since the initial submission of manufacture device report number 1220648-2024-11797 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient admitted with st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support and developed a hematoma at the access site. It was noted that bleeding was occurring around the repositioning sheath, and the patient's blood pressure began to drop. Two units of blood were given to counteract the blood loss and the decision was made to replace the remove / reinsert the pump while utilizing an introducer in place of the repositioning sheath to stop the bleeding. Support with the implanted pump continued following the intervention, and patient was transferred to the unit, noted to be, in stable condition.